Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for an unknown surgery. During the surgery, the awl is bent and the approximator cannot be disassembled. The procedure was successfully completed without delay. The patient outcome is unknown. This complaint involves three (3) devices. This report is for (1) approximator fc sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, g1, h4. Corrected data: d10, h3, h6. Investigation summary. Visual inspection: the approximator fc sleeve (product code: 279712580 & lot no: nw132982) was received assembled with approximator flex-clip at us cq. The visual inspection of the device indicated that the color coding on the device was almost faded and the x25 inserter assembly component was not returned. Functional test: the functional test was performed with the returned devices. The complaint device (approximator fc sleeve) was stuck in the mating device (approximator flex-clip) when received and it was hard to disassemble the devices. Upon disassembly of the devices with additional force during functional test, it was observed that complaint device external threads were slightly damaged and the reduction tip component in the complaint device was not able to be rotated smoothly as intended may be due to the thrust bearing component damage in the complaint device. The devices were not able to be assembled smoothly as intended during functional test. Therefore the alleged device interaction issue can be confirmed. Can the complaint be replicated with the returned device(s): yes. Dimensional inspection: the dimensional inspection cannot be performed due to the post-manufacturing damage in the internal components. Document/specification review: the following drawings reflecting current and manufactured revisions were reviewed: - expedium 5.5 flex clip-on reduction device/ reduction sleeve assembly. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received devices as the complaint device external threads were slightly damaged and the reduction tip component was not rotating smoothly as intended. While no definitive root cause could be determined based on the provided information, it is possible that the alleged device interaction issue may be caused due to the identified external thread damage and reduction tip component functional failure in the complaint device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw132982 was released in two batches. - batch1: lot was released on april 4, 2013 with no discrepancies. - batch2: lot was released on may 3, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.